Event description:
Device has about a year left on it consequently a new device put in to avoid having to reopen the chest a year from how. Dislodged rv lead. Dislodged ra lead. Lead produced diaphramatic stimulation.